Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2008. The lens was explanted approximately 20 days later, due to excessive vaulting. Subsequently, the patient had narrowing of the angle and shallowing of the anterior chamber. An iridectomy was performed. The lens was exchanged for a shorter lens.